Event description:
It was reported that the customer received a no delivery alarm on the insulin pump while bolusing. The customer was skiing at the time of the alarm. The customer's blood glucose was high at the time of the incident. The customer was treated with a manual injection. It was stated that the issue was solved by an infusion set change. The battery in the customer's insulin pump was also changed. Explained to customer the no delivery alarm and possible causes of the alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.